Manufacturer narrative:
A medtronic representative evaluated the system and adjusted the door switch. Upon adjustment, the issue was resolved. However, as a precaution, a replacement door switch was shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that during a spinal fusion case, the imaging system door could not be properly closed. Although the door appeared to be closed, but an error message indicating 'door open' appeared. Site discontinued use of the imaging system. Procedure was successfully completed using a c-arm, with no adverse effect on patient outcome.